Event description:
It was reported that this right atrial lead was repositioned due to a suspected micro-dislodgement, x-ray imaging did not reveal any misplacements. This lead showed high capture threshold measurements and intermittent undersensing. The patient did not show any symptoms. No additional adverse patient effects were reported.